Event description:
According to the report. Pt underwent suboccipital craniectomy, c1 to c2 laminectomy, resection of cerebellar tonsils, c3 to c7 laminectomy in 2001. No apparent complications noted. Pt was discharged four days later. Seven to ten days post op, pt presented to surgeon's office with symptoms of wound infection. Pt required outpatient antibiotic treatment.